Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia around 231 mg/dl for approximately 4¿6 hours despite a recent supply change and food announcement, while using a contact detach infusion set; troubleshooting and education on performing a supply change were conducted and the user planned for follow-up to confirm glucose decline. Symptoms included no reported clinical manifestations. Outcomes included no impact to activities of daily living and no medical intervention beyond troubleshooting. Investigation included user counseling and device-use troubleshooting. Investigation of this case revealed no confirmed device malfunction, with cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.